Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system had leakage at the septum. The following information was provided by the initial reporter: "in the CT room, blood leakage from the septum was found after successful puncture with the product."

Manufacturer narrative:
H6: investigation summary/ since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd nexiva¿ closed IV catheter system had leakage at the septum. The following information was provided by the initial reporter: "in the CT room, blood leakage from the septum was found after successful puncture with the product."